Event description:
It was reported that the patient underwent a two level lumbar fusion. It was reported that sometime post-op the patient underwent a revision surgery to remove the broken screw at l5. Part of the tip of the screw was not able to be retrieved from the patient's bone. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.